Event description:
The customer reported having unexplained high blood glucose for the past two weeks. Troubleshooting was performed. The customer's most recent glucose reading was 209 mg/dl, and she has treated with the insulin pump and a manual injection. The programing, the time and date were correct. Ran a fixed prime test and passed. Performed the high pressure test twice and the test failed. Advised the customer to discontinue to use of the insulin pump and revert to back up plan until the replacement of the device arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.